Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer continued to use the existing supplies even though no insulin drops were seen exiting the tubing against tandem technical support (cts) warning to load new pump supplies. Customer declined further troubleshooting with cts and resumed insulin therapy. Customer's blood glucose was 150-160 mg/dl.